Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked through the "flow regulator". The device contained fluorouracil. This occurred during quality control process. The device was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4, h4, h6 (update codes), h11. H4: the lot was manufactured between march 21-22, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.